Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited low out of range pacing impedance measurements and high pacing threshold measurements. The physician was going to continue monitoring. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in both lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all rv lead measurements were within normal limits, the ra lead impedance was found to be 180 ohms. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the right ventricular (rv) and right atrial (ra) leads were surgically abandoned due to impedance measurement issues. The pacemaker was also explanted during the procedure. No additional adverse patient effects were reported.